Event description:
The procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed de novo lesion in the mid right coronary artery. Using a femoral artery access site, pre-dilatation was performed with a 1.5x12 mm balloon catheter and the xience prime 2.75x38 was deployed. Post implant a distal edge dissection was observed. To treat the dissection another xience v 2.5x12 mm was implanted. There was no clinically significant delay in the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use, is a known patient effect associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.